Event description:
During an in clinic follow up, oversensing was observed on the device. Technical support was contacted and noted the oversensing was due to a loss of capture. Technical support recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.